Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that he had to remove the dental implant during its installation surgery because the connection that was being used to execute the procedure got stucked into the implant. The implant was not replaced in the same surgical act.